Manufacturer narrative:
(B)(4). Device fired through lockout, returned empty. The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the jaws did not open after the 15th firing. The clip was fed into the jaws properly prior to this firing. The trigger was pulled from the handle by hand but the jaws did not open. Then a small incision that had been originally planned was created to remove the device under direct vision. There were no adverse consequences to the patient. The doctor commented that the device might have clamped something like fat tissue. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.